Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed watchdog timeout and unexpected restart. The customer's blood glucose was 138 mg/dl at the time of incident. The customer reports the pump starts beeping. She removes the battery and insert a new battery and the pump will work fine for about an hour and starts to alarm again. Troubleshooting was not done since the insulin pump was not responding. The customer will be send the product back for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm and no program alarm anomaly alarm noted during test. Pump received with cracked case reservoir tube window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.